Event description:
It was reported that during a post implant check, the measured battery data was 2.61 v, 223 ua, and less than 1 kohms. The pulse generator was updated multiple times and the measured data showed the same values. The device was subsequently replaced.

Manufacturer narrative:
High current drain final analysis found that the pulse generator exhibited premature battery depletion due to high current drain. This was caused by a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.